Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis (dka). We are unable to confirm the bent cannula or to determine if it could have contributed to the reported dka/hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 326 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, the presence of high ketones (4+) and excessive vomiting. When the pod was removed at the hospital, the cannula was found bent. At the ER, patient was treated with an insulin drip and intravenous saline. The patient was released after spending 24 hours in the ER. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed.